Event description:
A review of service data detected a reportable event. During servicing on (B)(4) 2012, electrode belt sn (B)(4) failed an incoming functionality test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the green and black (pp+) wires had intermittent solder connections on the electrode belt distribution node pca board. The root cause of the intermittent solder joints could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.